Manufacturer narrative:
(B)(4). Date sent: 10/15/2024. D4: batch # c9dw3l. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12srt device was received with the duckbill out of position and returned inside a plastic bag. In addition, the tyvek was returned along with the instrument. No conclusion could be reached as to what might have caused the duckbill out of position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during laparoscopic gastrectomy, when a silicone disc was inserted through the 12mm port, the valve inside deviated into the abdominal cavity. The part was immediately retrieved, but the port could not be repaired outside the body, and an additional port was eventually used. The device was used on abdominal wall. There was no bleeding. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.